Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, cardiosave intra aortic balloon pump (iabp), bottom panel was frozen. There was no patient involved.

Manufacturer narrative:
Updated fields - b4, d8, d9, e1 (initial reported), e2, e3, g1 (contact person ¿ mfg site), g3, g6, h2, h3 , h6 (medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to replicate the customer issue with the lower touchscreen. As a precautionary measure, fse performed a full calibration, functional testing, and safety check to factory specifications. The device is returned to customer and clear for use.

Event description:
N/a